Event description:
Used safestep needle for blood transfusion, there were a few drops of blood leaking where the tubing meets the safety housing.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.